Event description:
Additional information received reported that the pump was ¿malpositioned,¿ causing discomfort to the patient¿s left subcostal region of her ribcage. It was noted this had been problematic for the patient for ¿quite some time¿. It was stated that since the pump was at an estimated life span of approximately 7 months, the hcp noted it seemed reasonable to proceed with replacement as well as repositioning of the pump. The hcp¿s plan was to continue the bupivacaine titration.

Event description:
It was reported that the patient had to lie on her side to have the pump refilled, and that the pump was implanted too high and it moved all around. The pump system was being used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).